Event description:
It was reported that an asymptomatic patient presented in clinic. Upon device interrogation, multiple episodes of noise reversion due to noise on the ventricular lead were noted. The noise could be recreated with isometrics. The lead was capped and replaced on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.